Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: b5, h6: subsequent follow-up with the affiliate, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
Event description update: it was reported from japan that during an unspecified surgical procedure of the head it was observed that during the early stages of the procedure the tip of burr device broke off immediately when it was drilled during tenting. It was reported that there were no broken pieces left in patient brain. It was reported that the surgeon injured his hand at that time. The surgery was completed successfully no with surgical delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during an unspecified surgical procedure of the head it was observed that during the early stages of the procedure the tip of burr device broke off immediately when it was drilled during tenting. It was reported that there were no broken pieces left in patient brain. The surgery was completed successfully no with surgical delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction d9: please note that it was inadvertently reported that the device was received on 01/21/2025 on the previous medwatch report. The correct device return date (01/28/2025) has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 01/28/2025 on the previous medwatch report. The correct device return date (01/27/2025) has been updated accordingly. Investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the tip of the cutter device broke off was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. The cutter fractured. The drill bit was received broken on the drilling end and piece was missing. It was determined that the most probable cause for the found defect is improper handling by the user due to (applied excessive force), which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.